Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Upon device interrogation a message was displayed indicating a charge time out had occurred. Review of stored episodes revealed the patient had a ventricular fibrillation (vf) episode. The first attempted shock was diverted after a 45 second charge time. The second attempted shock was successfully delivered with a 12.8 second charge time. Noise was also observed on the right atrial (ra) channel. All lead diagnostics were acceptable. There was a concern the device declared end of life (eol) prematurely. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis determined this product did not meet longevity expectations. Analysis of the returned product is ongoing. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.